Event description:
It was reported that during an unknown procedure, the staples were malformed after the second firing. The surgeon changed new device but found it still had same problem after the second firing. The surgeon changed to hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Incomplete-interrupted cycle, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lobe of lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? Noise heard when fired. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that two reloads were received. The reload (a) was partially fired 1/10; the spring lockout was noted normal. The reload (b) was partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch record was reviewed and no anomalies were noted during the manufacturing process.